Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the preloaded pcb00 device had a damaged distal end of the cartridge and the posterior capsule ruptured. The tip of the cartridge was deformed/ cracked. The surgeon states that the damaged distal tip of cartridge led to the posterior capsule break when she rotated the injector to manipulate the intraocular lens (iol) in the bag. The iol was removed and discarded by the customer. The procedure was completed successfully with a backup iol. The surgeon enlarged the incision to remove the iol without cutting it. No vitrectomy. No additional medical or surgical intervention required. Patient is doing well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/28/2017. Device returned to manufacturer ¿ yes. Device evaluation: the pcb00 preloaded insertion system was returned to the manufacturer. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed and no lens was observed inside the unit. Evidence of viscoelastic residue was observed at the cartridge tube/tip. Stress marks in the cartridge tube and tip were observed. The cartridge tip was observed deformed confirming the reported tip damaged. No crack defect was observed. The evidence observed in the returned delivery system is consistent with a unit where an intraocular lens had passed through the cartridge. The reported issue of tip crack was not verified on the return. However, tip deformed was confirmed. All pertinent information available to the manufacturer has been submitted.